Event description:
A malfunction was reported on the pump by a customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and successfully assisted in doing so. Since the malfunction code did not recur after the reset, the customer was advised to continue using the pump and to call back if the issue recurred. The customer acknowledged and understood the instructions.